Event description:
The patient's family member contacted lifescan in 2005 and alleged that their pt's one touch ultra meter was reading inaccurately low. Medical affairs specialist (mas) called and spoke with the reporter in 2005, who verified and provided additional information. The reporter had provided the customer service agent (csa) different results ranging from 102 mg/dl to 300 mg/dl over a period of a few days. They informed the mas that they were concerned about their pt's "dropping really low" in 2005. When inquired about the event, they mentioned that the last time the patient had tested on the subject meter prior to the event, and the result was 221 mg/dl after a "big meal". Their diabetes medication regimen had included a pill of glyburide and 30 units 70/30 insulin in the morning (no diabetes medications for the rest of the day). Patient had not tested on the subject meter on friday night as they were on the road. The next morning, patient had tested and received a result of 171 mg/dl (took the glyburide pill and 30 units set amount insulin), and had their fruit and cereal. At 12:40 pm, pt's family member noticed that they were "out of it and unresponsive". They tested their with a low result of 42 mg/dl. They gave the patient some coke and crackers to eat and called the paramedics. The emt arrived a few minutes later and their meter result was 23 mg/dl. The patient was given a shot of glucagon and taken to the hospital. The reporter did not know the result on the hospital meter, but the patient was kept there for a "few hours" and then released. Post release from the hospital, their insulin regimen was changed to nph 20 units in the morning and was also placed on a sliding scale throughout the day with novolog insulin. At the time of troubleshooting with the csa, it was verified with the reporter that the subject meter was in the right unit of measurement and that it was coded correctly. The test strips were in good condition and were within the expiration date. They were walked through two consecutive control solution tests and the results fell outside the specified range. Based on all the information provided by the reporter, there is an indication that the product has malfunction since two consecutive control solution tests had failed. However, when the patient had experienced hypoglycemia, the subject meter result of 42 mg/dl had matched the low symptoms, the emt meter and treatment. Therefore, it can be concluded that the product did not cause or contribute to the event and this case is reported as a product malfunction.